Event description:
The facility representative reported a flo-gard infusion pump with an inoperative keypad. This condition was found before use of the device; however, it is not known in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an inoperative keypad was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a disconnected flex cable. The flex cable was reconnected to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.